Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that there was a patient with an intermittent open circuit on electrode 3 (higher than 4000 ohms). It was reported that the patient lost a lot of weight. The pocket was not so tight anymore which allows the implantable neurostimulator (ins)/lead to move, which may explain the open circuit. As the lead was reprogrammed, the patient did not received good therapy anymore. No further complications were reported/anticipated. Additional information received reported that in (B)(6) 2018 impedance >400 with electrode 3 combinations. Soiling had increased, the program was changed to 2-0+ (avoiding 3). In (B)(6) 2018 there wasn¿t a great improvement and impedance were >4000 on 3. The program was changed to c+ 0-. In (B)(6) 2018 there also wasn¿t an improvement but impedance values were normal. The patient was put back to 3+0- that had worked initially. Then in (B)(6) 2018 there was a small improvement with impedance at >4000 on 3. The patient was programmed to 2+ 0-. On (B)(6) 2018 was noted to be not any better where the patient was experiencing soiling with normal impedance values (programed 3+ 0-). Then (B)(6) 2018 it was difficult to communicate with the ins. Impedance values were >4000 on 3 (programmed 1-, 0-, c+). No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.